Event description:
A customer reported a fluid leak in hydro area on synchron cx5ce clinical system. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.

Manufacturer narrative:
The customer found a leak in the hydro at the filter while troubleshooting ise errors (reference drift, chloride dac error) and checking on wash solution. The customer stated the leak appeared to be coming from the tubing connection. The customer trimmed the line and reconnected. The instrument was no longer leaking. The customer primed the instrument and calibrated. The customer was to call back if further problem occurs. As of (B)(6) 2011, the customer had not contacted bec with requests for further assistance for this issue. No service request was generated as the issue was resolved through troubleshooting. (B)(4).